Manufacturer narrative:
The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a myopic outcome of 1.75 diopters more then predicted following cataract surgery using intraoperative aberrometry of the left eye. The surgeon selected the intraocular lens based on the device recommendations. Additional information has been requested.